Manufacturer narrative:
Follow-up #1: date of submission 11/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2015 with the following findings: a review of the pump black box data revealed multiple cs 128 replace battery alarms due to unacknowledged warnings and unconfirmed home page. During testing, the pump performed the ez-prime steps with no battery related alarms occurring. The pump¿s current draws were within specifications. The pump case was removed and there was no intermittent condition or moisture found inside the pump or within the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the battery life was less than expected, and a cs 128-fxxx call service alarm occurred at least three times in 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.